Event description:
It was reported that the patient called to report that his inflatable penile prosthesis (ipp) will no longer inflate and he thinks it has lost fluid; he asked for assistance in finding a prosthetic urologist in (B)(6). Patient liaison referred him to (B)(6). Patient will contact again if he has further questions.